Event description:
It was reported that during surgery, the cup fell off the impactor multiple times and when using the ha stem they could not get the stem to seat. The size 8 stem sat proud. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed, and no discrepancies were found. A definitive root cause was unable to be determined; however, may have resulted from surgeon¿s technique, the patient¿s bone quality/anatomy, inadequate broaching, or a combination of the three, which led to the inability to fully seat the femoral stem in the femoral canal. However, this cannot be confirmed because the components were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.